Event description:
A hospital in (B)(6) reported via our distributor that an rt206 adult breathing circuit failed the ventilator leak test due to a leak found on the water trap. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 breathing circuit was returned to fisher & paykel healthcare (B)(4). The device was pressure tested and submerged in a water bath to test for leaks. Results: the pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. A lot check revealed no other complaint of this type for lot number 110518. Conclusion: the leak was caused by a failure in the seal between the water trap bowl and lid. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions for rt206 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm. (B)(4).